Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The lead was later returned for analysis.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited exit block and loss of capture, and increased right ventricular (rv) impedances of 1,110 ohms. The lead was therefore explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, it was noted that the lead had been severed and only the distal segment was returned, 53 centimeters (cm) from the distal tip. The clear medial adhesive (ma) was separated from the gore covering at the proximal end of the spring electrode and the proximal spring was stretched at this point. Resistance tests were completed on the returned lead segment to assess the electrical performance. Measurements throughout these tests were within normal limits and x-ray examination revealed no fractures.